Event description:
Patient reported right side experiencing intermittent engorgement, pain and lumps. Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "visual analysis of the returned device identified: weight to the spec and an opening on radius. A microscopic analysis was performed which identified: a striated opening on radius. Based on the device analysis the final assessment is a striated opening on radius assessed as surgical damage." The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side experiencing intermittent engorgement, pain and lumps. Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.